Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a tactile change issue. Specifics were not provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2013 with the following findings: all of the buttons on the keypad were functional and responded properly to button presses. There was no damage to the keypad found. No defects were found when the keypad and pump case were removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.